Event description:
A consumer reported that one month following intraocular lens (iol) implantation surgery in the left eye, the iol broke loose and he had no vision. The consumer was referred to another surgeon, who explanted the multifocal iol and replaced it with a standard iol six months following his initial surgery. The consumer reported that he was told he had cornea damage, possibly due to the initial iol and seven weeks following the lens exchange surgery, a corneal transplant was performed by the same surgeon that explanted the initial iol. His vision is now returning. Additional information was received from the surgeon who indicated the pt had corneal edema two months following iol implant surgery making visualization of the iol position and the haptic breakage/dislocation undetectable. The surgeon confirmed that the pt had an iol exchange and corneal transplant as mentioned by the consumer.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There were no similar complaints reported in the lot. The product investigation could not identify a root cause. Additional information has been requested and received. (B)(4).